Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead had loss of capture, failure to sense, and a high pacing impedance. It was determined that the ra lead had a insulation fracture. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout procedure.